Event description:
Approximate 15 minutes after ir angiogram mesenteric with angioseal arterial access site closure, there was decreased pulse in the dorsalis pedis artery; however, the foot remained warm and pink, ultrasound was ordered demonstrating mild deployment of the angioseal with probable dissection of the back wall of the artery with the angio-seal footplate. Vascular surgery consulted and completed an exploration right groin with removal of closure device, right lower extremity angiogram, over-the-wire thrombectomy of anterior tibial, primary closure of right femoral artery. Patient recovered without further complication. FDA safety report ID # (B)(4).